Manufacturer narrative:
Due to character limit in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by fse during routine check that a cs100 intra-aortic balloon pump (iabp) had a power switch related malfunction. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusion), h11. Corrected fields: d4 (operator of med. Device), e1, e2, e3, e4, g2, h6 (medical devide-problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, checked the bulk power supply and it comes29.2v dc. Machine power button switch is not functional and machine directly switch on. Replaced the power supply and now machine is working fine. Performed all the function tests and found within the limit. Iabp cs100 is perfectly working fine.

Event description:
It was reported during routine check that a cs100 intra-aortic balloon pump (iabp) had a power switch related malfunction. There was no patient involved.